Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The pt reported he experienced pain at the ipg site after overextending himself and it felt as though the ipg moved in the pocket. Surgical intervention was undertaken on (B)(6) 2014 and the pt's ipg was relocated. The pt is no longer experiencing pain at the ipg site.